Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Subsequently, it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for analysis.